Event description:
The customer contact reported a constant proximal occlusion alarm. The device was returned to the biomedical department for an unspecified reason. No tracking info was provided; therefore, specific pt info, pump programming or event details are not available. There are no reported delays of critical therapies while the device was in clinical use. During testing at the user facility, proximal occlusion alarms were noted in the device history. Though requested, no additional info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.